Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that the pacemaker's hardware had an anomaly. It was noted that the device's battery drain was too high. Boston scientific technical services (ts) suggested for device replacement. Result findings showed that the expected average power for this was about 30 unit watts. The device was consuming near 100 unit watts since implant and appeared to be a malfunction of the pulse generator hardware. Additional information indicated that the physician was made aware of device status and chose to continue to monitor the device. No further action to be made. As of this time, the pacemaker remains in service. No adverse patient effects were reported.

Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, showed no suspicious faults or resets that occurred during implant. No high hydrogen was noted and device was operating normally. All attempts to recreate the high current drain were unsuccessful. Device failure was unknown.

Event description:
Additional information indicated that the pacemaker exhibited premature battery depletion (pbd) and was explanted. No additional adverse patient effects were reported.